Manufacturer narrative:
The pipeline flex and pushwire were returned for evaluation. The tip coil of the pushwire was observed to be stretched and the pipeline was already detached from the pushwire; therefore, it was not possible to identify the proximal from the distal end. The pipeline was observed to be fully open. One end had severe fraying, the middle section showed damages, and the other end had moderate fraying. Bends were also observed. One of the dps sleeves appeared to be torn. No other anomalies were observed. Based on the analysis findings and the reported event details, the clinical observation of failure to open was not confirmed. The cause for the reported experience could not be determined. It is possible that the cause of the reported experienced may be a combination of damaged braid, patient anatomy (the bend), and physician technique. The damage to the braid of the pipeline is possibly the result of the physician resheathing the device more than recommended two times. In addition, damages were observed on the tip coil (stretching), the dps sleeve (tearing), pipeline braid (fraying) and pushwire (bending) which demonstrates use of excessive force. All devices are 100% inspected for damage and irregularities during the manufacturing process. There is a warning in the IFU that states, resheathing the pipeline¿ flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it.

Event description:
Medtronic received information that during treatment of two small ruptured aneurysms located in the right internal carotid artery (ica), the middle and distal segment of the pipeline would not open as it was positioned on a bend. It was reported that an attempt was made to fully resheath the pipeline one time and then partially resheath it four times, but the pipeline still would not open. It was noted that more than 50% of the pipeline was deployed when it failed to open. The pipeline was removed from the patient. It deployed on the back table and was noted to be "mangled," "twist", and "deformed." Another pipeline was implanted successfully. No patient injury was reported. There were two small ruptured and amorphous aneurysms. The max diameter was 1.5 mm and the neck diameter was 1.5 mm. The distal landing zone was 3 mm and the proximal was 5 mm. The patient was reported to have normal tortuosity. Dapt was administered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.